Event description:
It was reported that during a retroperitoneal mass resection procedure, for the second fire it would not disengage. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is meant by device would not disengage? Unsure. Did the device deliver any staples? If yes, were the staples formed properly? Was the staple line complete? Unsure. Did the device deliver a cut line? If yes, was the cut line complete? Unsure. Was there difficulty opening the device? If yes, please describe. Unsure. Did the jaws of the device eventually open to remove from tissue? Unsure. What color cartridge was being used? Unsure. Were any of the forces higher or lower than expected (closing or firing)? Unsure. No additional information was reported. The analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. Event could not be confirmed as the device opened and closed without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is meant by device would not disengage? Unsure. Did the device deliver any staples? If yes, were the staples formed properly? Was the staple line complete? Unsure. Did the device deliver a cut line? If yes, was the cut line complete? Unsure. Was there difficulty opening the device? If yes, please describe. Unsure. Did the jaws of the device eventually open to remove from tissue? Unsure. What color cartridge was being used? Unsure. Were any of the forces higher or lower than expected (closing or firing)? Unsure. No additional information was reported.